Event description:
Pt noticed infusions are taking a little longer than usual and has had pump for about 5 years. Hizentra indication: common variable immunodeficiency, unspecified and selective deficiency of immunoglobulin g [igg] subclasses. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available. Therapy start date: (B)(6) 2017.